Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette disconnected from a minicap transfer set during a drain phase of automated peritoneal dialysis (apd) therapy. The hp was treated with prophylactic antibiotics (dose and frequency unknown) as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.